Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine and a second unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that since the pump was implanted, it has caused the patient more pain. The pump had been filled 1 time since implant and the patient was calling to get a list of healthcare provider's (hcp) to have the pump removed, as they did not have a managing hcp. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The patient was sent a list of hcp's.